Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2013 device evaluation:the pump has been returned and evaluated by product analysis on 09/09/2013with the following findings:investigation revealed a dim and faded display screen. A new test screen was inserted and the display illuminated to normal contrast.